Manufacturer narrative:
Please note that the following section is being updated based on additional information provided by a penumbra sales representative on 4/13/2021: 1. Section b. Describe event or problem. Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report:3005168196-2021-00722 1. Section g. Box 5. 510 (k). Evaluation of the returned lightning could not confirm the solid red. Evaluation revealed that the unit was functional. During the functional test, with a demonstration canister and engine, the lightning was able to aspirate fluid into the canister without an issue. Penumbra devices are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in deep veins of the popliteal and iliac arteries using lightning aspiration tubing (tubing). During the procedure, the tubing was connected to the patient and the lightning was powered on. Approximately thirty seconds later, the microprocessor indicator light turned red and blood was slowly coming through the tubing. The physician attempted to power-cycle the device as well as unplug it and the light turned green briefly before reverting back to red. Therefore, the lightning was no longer used in the procedure. The procedure was completed using a new lightning unit. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using lightning aspiration tubing (tubing). During the procedure, the lightning was powered on and in use for approximately thirty seconds before the microprocessor indicator light turned red. The physician attempted to power-cycle the device as well as unplug it; however, the red light would not resolve. Therefore, the lightning was no longer used in the procedure. The procedure was completed using a new lightning. There was no report of an adverse effect to the patient.